Manufacturer narrative:
Device failed to power up due to corroded battery tube spring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had display anomaly. The customer's blood glucose value was 180 mg/dl. Customer reported that when he pressed any button the display gets black and when he pressed the esc button the display returns to working. Troubleshooting was performed. Customer used battery energizer and stated that insulin pump was not bumped or dropped. The device will not be returned for analysis.